Event description:
It was reported that a piece of translucent matter (plastic shaving or hair) was found in an intravia container 150 ml capacity. The issue was identified after medication (milrinone) was added to the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A lighted visual inspection was performed for 3 seconds against a white background and 3 seconds against a black background and no particulates were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.